Manufacturer narrative:
(B)(4).the customer's reported condition of a flogard infusion pump with a broken cable was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be mishandling. The power cord was replaced to fix the reported condition. Similar reports have been received for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken cable; this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further review, the quality engineer determined the root cause of the broken cable was due to a cracked power cord.